Manufacturer narrative:
The lead has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. This lead was explanted and a new lead was implanted. No adverse patient effects were reported.